Event description:
A loss of therapeutic effect and telemetry issues were reported. Symptoms associated with the event included return of incontinence and no sensation from device. A possible implantable neurostimulator (ins) replacement was suggested. Additional info received reported that the cause of the event was unknown. Impedance measurements were not able to be performed since telemetry could not be established. Reprogramming was done on (B)(6) 2011 and there was no telemetry. An MRI/x-ray/CT scan was done on (B)(6) 2011 and normal results were obtained. A surgical intervention occurred and a revision and replacement of the entire ins system was done on (B)(6) 2011. Full response and relief of symptoms occurred following the replacement. The pt did not require hospitalization and there was no injury.

Manufacturer narrative:
(B)(4).